Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 and 4.2 failed and were not detected on the bus, which was located on tj9pav. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that half-height auxiliary drawer 4.2 was not detected on the bus and that the retractor band was not functional. The fse determined that the half-height controller board was causing solenoid issues and that the controller board distance sensor was malfunctioning. The fse replaced all affected components. After reassembling the device, the station was rebooted into the diagnostics application, and all half-height drawers were detected on the bus. The station was then rebooted into the es application, and the customer successfully tested the half-height drawer with no issues. The system functioned as intended after the field service engineer repaired the device.